Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of device restarting few seconds after turning on due to a faulty gi board (ac-dc board). The evaluation found that the monitor video connector was rusted which caused the device flicker. Additionally, the ins sheet was broken, and the ac-dc bracket was broken. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during routine inspection, the high-definition lcd monitor automatically restarts few seconds after turning on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the monitor was restarting due to a faulty printed circuit board failure. The specific root cause of the faulty printed circuit board failure could not be determined at this time. The following were also found during the investigation: the image flickers, the video connectors of the monitor to be rusted, the ins sheet broken, the ac-dc bracket damaged, a screw missing on the printed circuit board on the outer side of the device, a crack on the rear cover, scratches on the bezel, scratches and a crack on the front cover, a scratch on the display, and patches on the display, however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.